Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including pressure and clear passage under water testing, were performed and the device operated according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported as "overnight" therefore the date of the event is either (B)(6) 2019. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set flowed simultaneously with a clearlink secondary set. The event was further reported as the secondary IV bag was "noted to be half full after medication administration" on an unspecified "baxter pump" when the IV was noted to be completed. When the pump was swapped out to another pump, the "medication continued to flow from primary and secondary at the same time". The tubing was then changed and the solution "began flowing from secondary as intended". There was no report of patient injury or medical intervention associated with this event. No additional information is available.